Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd insyte-w¿ IV catheter with wings 22ga 1.00in there was foreign matter on device cannula/needle/catheter. The following information was provided by the initial reporter. The customer stated: "the indwelling needle was replaced after a hairy, flock-like foreign body was found at the tip of the indwelling needle while administering infusion to the patient."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes d10: returned to manufacturer on: 2021-09-03 investigation summary: one sample was received by our quality team for evaluation. The sample was subjected to visual inspection to check for foreign matter. No foreign matter was observed on the cannula tip and catheter. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd insyte-w¿ IV catheter with wings 22ga 1.00in there was foreign matter on device cannula/needle/catheter. The following information was provided by the initial reporter. The customer stated: "the indwelling needle was replaced after a hairy, flock-like foreign body was found at the tip of the indwelling needle while administering infusion to the patient."